Manufacturer narrative:
(B)(4). The healthcare professional reports that the lens became stuck in the injector during use, no additional information on the event has been provided to rayner. The device has not been returned and no product information is available. The cause of the lens becoming stuck in the injector during use is not known by rayner. No causality assessment has been provided by the healthcare professional. Possible causes and/or contributory causes are; inadequate amount of viscoelastic used, inadequate quality of viscoelastic used, haptic trapped by plunger override due to fast motion, user opening closed flaps and closing flaps again before use, plunger being advanced too quickly and the user being unable to visualise the iol during the insertion process.

Event description:
On 13th may 2016, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a rayner iol (model number, lot number and power not specified by reporter). The event description provided by the healthcare facility states that the lens got stuck in the injector.